Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high pacing threshold measurements and high, out-of-range pacing impedance measurements of greater than 3,000 ohms. The lead was removed from the patient and the procedure was cancelled with no products implanted. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.